Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper line break. It was reported that during preparation of the xtr clip delivery system (cds) when the gripper lever was retracted 1cm, the gripper line broke. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The investigation was unable to determine a definitive cause for the gripper line break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.